Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on (B)(6), 2011. During post operative monitoring and testing, it was noted that the acetabular cup was malpositioned. The complex fluid on the interior lateral quadrant of the hip measured 53.7 x 78.3 x 60.3 mm. There was also noted a mild increase in fluid volume of less than 33% distention. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.the following sections could not be completed with the limited information provided. Date of event - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Manufacture date - unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.